Event description:
Caller reported that a malfunction occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. Customer service assisted the caller by providing pump reset instructions, but the malfunction persisted. As a corrective action, customer technical support (cts) arranged for a replacement pump to be sent and instructed the caller on the return process for the faulty pump. Customer would use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Cts advised the customer on how to program settings and connect their continuous glucose monitor (cgm) to the new pump.